Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # 2029046-2021-01289 for product code d138503 (carto vizigo¿ 8.5f bi-directional guiding sheath - large). MFR # 2029046-2021-01288 for product code d134804 (thermocool® smart touch® sf bi-directional navigation catheter).

Event description:
It was reported that an patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and thermocool® smart touch® sf bi-directional navigation catheter and a thrombus/clot issue occurred. It was reported a thrombus/clot was removed from the flush hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and thermocool® smart touch® sf bi-directional navigation catheter were removed from the patient. The physician thinks the thrombus may have been on the thermocool® smart touch® sf bi-directional navigation catheter when pulled back into the sheath. No char was visible on the thermocool® smart touch® sf bi-directional navigation catheter. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was replaced and the case continued. Additional information received indicated that no error messages or temperature issues were observed. The generator parameters was set to power control mode. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. There was no ablation used greater than 60 seconds or greater than 120 seconds. No ablations used forced above 40g for any extended periods of time. Irrigation rate used was not outside of those prescribed. Standard thermocool® smart touch® sf fluid settings were used. Heparinized normal saline was used as the irrigation fluid. Carto visitag module settings: respiration setting, stability range, stability time, force over time, & tag size. Resp gated, 2 mm, 3 seconds, 25% for 3 grams. Color options were used prospectively was nothing retrospectively. Impedance drop 5-10 during case. The patient was anticoagulated on xarelto. The patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
It was reported a thrombus/clot was removed from the flush hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and thermocool® smart touch® sf bi-directional navigation catheter were removed from the patient. The physician thinks the thrombus may have been on the thermocool® smart touch® sf bi-directional navigation catheter when pulled back into the sheath. No char was visible on the thermocool® smart touch® sf bi-directional navigation catheter. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was replaced and the case continued. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation on (B)(6)-2021 and the evaluation has been completed. Biosense webster performed visual inspection and functional test on the returned device. Visual analysis of the returned device revealed that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was returned in good conditions, thrombus was not observed. Flushing test was performed using water and a laboratory syringe and the device was irrigating/flushing without issues. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Coagulum observed at the hemostatic valve could be related to the issue reported by customer, therefore customer complaint was confirmed. This issue is not related to manufacturing processes. A device history record evaluation was performed, and no internal action was found during the review. Irrigation issues may contribute to a thrombus formation and the precautions included in the vizigo instructions for use (IFU) includes best practices for irrigation as recommendations to minimize the potential of thrombus formation. The event described could not be confirmed as the as the sheath performed without any irrigation issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the sheath that could not be replicated during the analysis. The customer did provided 4 pictures of the complaint device to aid in the investigation. Based on the pictures provided, thrombus was observed. The customer complaint was confirmed based on the picture received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)